Event description:
On (B)(6) 2012, we became aware of an event where the customer reported that a nurse on the floor hung an incorrect bag for an adult patient. The bag had been compounded with the use of a baxa em2400 compounder (the em2400 compounder is an automated compounding device (acd) that streamlines multi-source mixing applications for pharmacies) and was administered for approximately 30 minutes before another nurse caught the error and stopped the infusion.

Manufacturer narrative:
The em2400 compounder is an automated compounding device (acd) that streamlines multi-source mixing applications for pharmacies. Our investigation has shown that the em2400 compounder operated as intended: the incident was not caused by improper preparation of the bag, but rather it was due to human error caused by the patient care staff. The customer reported that the bag was clearly labeled with the patient's name highlighted, but the nurse failed to associate the tpn to the correct patient. The customer reported that the patient experienced some hyponatremia (a common electrolyte disorder associated with a number of clinical conditions) and confusion, but, per their protocol, they hung a lower concentration of dextrose (d5ns) and the patient is stable and fine. The patient care staff has been retrained in their procedures for hanging tpns. Baxa risk documentation was reviewed and it was determined that the reported issue is not occurring with greater frequency or severity than anticipated for the device; however, this issue will continue to be monitored per baxa trend analysis procedures. Method: testing was not performed on the device.